Event description:
It was reported that a malfunction occurred with a pump, displaying malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by tandem technical support to enter storage mode and return the pump for a replacement using a pre-paid label. The replacement pump was confirmed to be shipped, and the customer planned to use multiple daily injections as backup therapy for insulin delivery.